Manufacturer narrative:
Based on the completed investigation, the blurry image was due to a damaged charged coupled device unit. The root cause could not be definitively determined; however, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the gastrointestinal videoscope displayed a blurry image. There was no patient involved.